Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of cough in a 3-year-old female patient who received gsk toothbrush (aquafresh little teeth toothbrush) toothbrush (batch number unk, expiry date unknown) for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started aquafresh little teeth toothbrush. On an unknown date, an unknown time after starting aquafresh little teeth toothbrush, the patient experienced cough (serious criteria other: serious per reporter), respiratory tract irritation (serious criteria other: serious per reporter), exposure to mold (serious criteria other: serious per reporter), product storage error and product complaint. Aquafresh little teeth toothbrush was discontinued (dechallenge was positive). On an unknown date, the outcome of the cough was recovered/resolved and the outcome of the respiratory tract irritation, exposure to mold, product storage error and product complaint were unknown. It was unknown if the reporter considered the cough, respiratory tract irritation and exposure to mold to be related to aquafresh little teeth toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received via call center representative (email) on 02 nov 2021. The consumer reported that "hello I wanted to make you aware of a product I purchased recently for my 3year old twins. I purchased two aquafresh ´little teeth toothbrush' aged 3-5 years with the animal head clip ons. My daughter has been suffering with a constant cough, apart from the obvious assumptions I couldn't quite work out why. I went to put the clip on cover back on her toothbrush and noticed it was covered inside in black mould! Yet her brother has the same toothbrush, stored in the same place, used the same amount of time and nothing on/in his! I purchased them as they have the covers trying to keep hygiene at an absolute high under current circumstances yet she has had her toothbrush stored in the most unpleasant and compromising conditions! I purchased a new one and can say her cough has gone, I am certain the spores were causing an irritation with her airways. I wanted to make you aware as this I think can be serious especially for children that might already be suffering with other conditions. I still have the toothbrush and head if you would like to inspect it." Qa results: the follow up information was received on 12 nov 2021 from quality assurance (qa) department regarding complaint (B)(4) and issue number (B)(4) for unknown lot number and expiry date. The report states that "toothbrush shown in the photograph looks like it has been used several times by the consumer as bristles looks flowered toothpaste residue is observed on toothbrush as well as on travel cap. Teeth bite marks are also observed which shows that consumer hasnot used it in a normal way. From the pictures provided, blackish marks toothpaste residue are observed on travel cap without having complaint sample it is difficult to find out the actual root cause. As toothbrush code is not provided we are not able to check the retention sample production records of this batch. The complaint is found to be inconclusive."

Manufacturer narrative:
Argus case ID: (B)(4).

Manufacturer narrative:
Argus case: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of cough in a 3-year-old female patient who received gsk toothbrush (aquafresh little teeth toothbrush) toothbrush (batch number unk, expiry date unknown) for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started aquafresh little teeth toothbrush. On an unknown date, an unknown time after starting aquafresh little teeth toothbrush, the patient experienced cough (serious criteria other: serious per reporter), respiratory tract irritation (serious criteria other: serious per reporter), exposure to mold (serious criteria other: serious per reporter), product storage error and product complaint. Aquafresh little teeth toothbrush was discontinued (dechallenge was positive). On an unknown date, the outcome of the cough was recovered/resolved and the outcome of the respiratory tract irritation, exposure to mold, product storage error and product complaint were unknown. It was unknown if the reporter considered the cough, respiratory tract irritation and exposure to mold to be related to aquafresh little teeth toothbrush.this report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received via call center representative (email) on (B)(6) 2021. The consumer reported that "hello I wanted to make you aware of a product I purchased recently for my 3year old twins. I purchased two aquafresh little teeth toothbrush' aged 3-5 years with the animal head clip ons. My daughter has been suffering with a constant cough, apart from the obvious assumptions I couldn't quite work out why. I went to put the clip on cover back on her toothbrush and noticed it was covered inside in black mould! Yet her brother has the same toothbrush, stored in the same place, used the same amount of time and nothing on/in his. I purchased them as they have the covers trying to keep hygiene at an absolute high under current circumstances yet she has had her toothbrush stored in the most unpleasant and compromising conditions! I purchased a new one and can say her cough has gone, I am certain the spores were causing an irritation with her airways. I wanted to make you aware as this I think can be serious especially for children that might already be suffering with other conditions. I still have the toothbrush and head if you would like to inspect it." The follow up information was received on 12 nov 2021 from quality assurance (qa) department regarding complaint (B)(4) and issue number (B)(4) for unknown lot number and expiry date. The report states that "toothbrush shown in the photograph looks like it has been used several times by the consumer as bristles looks flowered toothpaste residue is observed on toothbrush as well as on travel cap. Teeth bite marks are also observed which shows that consumer has not used it in a normal way. From the pictures provided, blackish marks toothpaste residue are observed on travel cap without having complaint sample it is difficult to find out the actual root cause. As toothbrush code is not provided we are not able to check the retention sample production records of this batch. The complaint is found to be inconclusive." Follow up 3 information was received on 19nov2021 from quality assurance (qa) department regarding complaint (B)(4) and (B)(4) for unknown lot number and expiry date. No new information reported. Follow up information was received on 17jan2022 from quality assurance (qa) department regarding complaint (B)(4) and (B)(4) for unknown lot number. It was reported that: "your communication as a company is terrible. I initially made you aware by sending pictures, I then had a message from you asking for the toothbrushes. You were going to send an envelope, which never was received. I still in fact have the toothbrushes. I then receive a letter sending a voucher, I assumed that was the end of the matter. I was not going to waste anymore of my time chasing you up for the envelope to send the products back. Also received an email asking for access to the doctors/general practitioners consultation, why on earth given the current pandemic would I go seek medical advise for a mouldy toothbrush. I discarded the toothbrushes and notified yourselves as soon as I became aware of the mould. My daughter has since been fine, I have no cause for concern now she is not using the toothbrush. I will not seek medical advice as this is such a waste of time. If you ever send the envelope to inspect the brushes please do and I will send them to you. Preferably within the next 30days otherwise they will be sent for recycling". Investigation evaluation: pqc evaluation: sample 1: (B)(4) aquafresh shark toothbrush. We checked the production records for this batch. Results shows that this toothbrush was produced according to the specification and no deviations have been observed. Bristle flowering is observed, which indicates that excessive pressure has been used by consumer during brushing. Teeth bite marks are observed on the toothbrush head and also on the filaments, which indicates consumer has chewed the brush and not used it in a normal way, which might have resulted in peeling off or damaging the toothbrush. Toothpaste residue is observed on toothbrush as well as on travel cap. Blackish residue may be of toothpaste which later turned in black colour or it could be some other type of contamination which might have come inside the cap. Consumer might have not washed off the toothpaste properly. Storing the product in a wet condition and due to saturation of paste for a longer period of time might be the reason for formation of black residue. Sample 2: (B)(4) aquafresh crocodile toothbrush. We checked the production records for this batch. Results shows that this toothbrush was produced according to the specification and no deviations have been observed. Teeth bite marks are observed on the toothbrush head, which indicates consumer has chewed the brush and not used it in a normal way, which might have resulted in peeling off or damaging the toothbrush. Toothpaste residue is observed on toothbrush as well as on travel cap which indicates consumer has used this toothbrush. Therefore the complaint was concluded as inconclusive.

Event description:
Constant cough [cough]: irritation with her airways [respiratory tract irritation]. I am certain the spores were causing an irritation with her airways [exposure to mold]. Case description: this case was reported by a consumer via call center representative and described the occurrence of cough in a (B)(6) female patient who received gsk toothbrush (aquafresh little teeth toothbrush) toothbrush (batch number unk, expiry date unknown) for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started aquafresh little teeth toothbrush. On an unknown date, an unknown time after starting aquafresh little teeth toothbrush, the patient experienced cough (serious criteria other: serious per reporter), respiratory tract irritation (serious criteria other: serious per reporter), exposure to mold (serious criteria other: serious per reporter), product storage error and product complaint. Aquafresh little teeth toothbrush was discontinued (dechallenge was positive). On an unknown date, the outcome of the cough was recovered/resolved and the outcome of the respiratory tract irritation, exposure to mold, product storage error and product complaint were unknown. It was unknown if the reporter considered the cough, respiratory tract irritation and exposure to mold to be related to aquafresh little teeth toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received via call center representative (email) on 02 nov 2021. The consumer reported that "hello I wanted to make you aware of a product I purchased recently for my (B)(6) twins. I purchased two aquafresh little teeth toothbrush' aged 3-5 years with the animal head clip ons. My daughter has been suffering with a constant cough, apart from the obvious assumptions I couldn't quite work out why. I went to put the clip on cover back on her toothbrush and noticed it was covered inside in black mould! Yet her brother has the same toothbrush, stored in the same place, used the same amount of time and nothing on/in his! I purchased them as they have the covers trying to keep hygiene at an absolute high under current circumstances yet she has had her toothbrush stored in the most unpleasant and compromising conditions! I purchased a new one and can say her cough has gone, I am certain the spores were causing an irritation with her airways. I wanted to make you aware as this I think can be serious especially for children that might already be suffering with other conditions. I still have the toothbrush and head if you would like to inspect it.

Manufacturer narrative:
Argus case: (B)(4).